Event description:
It was reported that the pt had a little swelling in the pocket still in early (B)(6) 2011 after the implant procedure. Add'l info received reported the cause of the event was a wound infection. The pt had symptoms including redness, swelling, and itching. The event was attributed to all the devices. There were no abnormal impedance measures. The pt was hospitalized due to the event. All the devices were explanted. The devices were not going to be returned to the MFR for analysis. The pt outcome was reported a non-serious injury/illness, and it was reported that the pt recovered without sequela.

Manufacturer narrative:
(B)(4).